Event description:
A (B)(6) distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem adjust/check belt messages) has been confirmed the cause for the failure was isolated to an open pulse wire in the cable connecting the trunk cable and ECG "b". The root cause for the open cable was excessive force. There was no adverse event that resulted from the damaged belt.